Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. No frozen screen noted. The time advanced properly during testing. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Unit had cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer went to give a bolus and it started delivering and then it froze; she put the battery out and back in and got the button error alarm. Blood glucose value is unknown. Nothing further reported